Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the femoral component at the bone to cement interface. Cement manufacturer was unknown. It was also reported that the patient complained of instability after falling during exercise. Her primary surgery was done in (B)(6) by a unknown surgeon. No signs of infection, all cultures came back clean. Everything but the patella was removed. The femur came off relatively easy, the tibia was well fixed. A tc3 was implanted. At the end of the case, patient was stable through a full range of motion. Again no record of the implants removed, so no lot numbers or catalog numbers available. The original date of surgery was an estimation date from the patient. Doi: (B)(6) 2011. Dor: (B)(6) 2020, left knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.